Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called to report unexplained high blood glucose levels. The customer's current blood glucose was 217, down from 293 mg/dl. The customer then stated that on (B)(6) 2012 he woke up with a blood glucose reading of 38 mg/dl. The customer stated that he drank orange juice, his wife gave him glucagon, and the paramedics were called. The customer stated that his blood glucose levels may have dropped due to antibiotics he's been taking. The customer also reported an event on (B)(6) 2012. The customer stated that the paramedics had to revive him to due low blood glucose levels. The customer stated that he forgot to put the insulin pump in suspend mode while he exercised. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, displacement and high pressure tests. The customer stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.